Manufacturer narrative:
The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not turning on properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through analysis of the device logs. The customer received a replacement device to resolve the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was not turning on properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.